Event description:
Pt admitted with degenerative arthritis of right hip. To the or for total right hip. To the or for total right hip arthroplasty. The acetabulum was cleared and reamed to a 60 cup, which was grafted and pounded into place. A single screw was placed in the rim. The biomet screwdriver tip fractured in the screw. Attempts to remove the tip were unsuccessful. It was then annealed th the screw with a high-speed bur and appeared to be stable.